Event description:
It was reported that during a meniscal repair, after the t1 of two (2) fast-fix 360 devices were successfully deployed, however, the t2 implants deployed prematurely. In consequence, both ts were removed from the meniscus with tweezers. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, after a successfully deployment of the t1 implants from two (2) fast-fix 360 devices, both t2 implants deployed prematurely. In consequence, all the ts were removed from the meniscus with tweezers. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported. According to results of investigation it was found the actuator did not move due to the bent needle.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5 & h6 (medical device problem code). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. The t1 has been cut from the suture and was not returned. The t2 is attached to part of the suture but off the needle. The actuator is deployed to the end of the needle. The needle/overmold assembly is bent. A functional evaluation of the device showed the deployment knob moves freely. The actuator will not move due to the bent needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of premature activation was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The complaint of material deformation was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.